Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was complete for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. Upon removal, the heartstring seal remained inside the loading device. It got caught up in the channel as the scrub technician was removing the seal. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.